Event description:
It was reported that tip detachment occurred. An .035 in, 300 cm back-up meier guidewire was prepared for an endovascular isolation of abdominal aortic aneurysm on the patient. When the device was taken out of its package, it was noted that the distal tip was detached from the guidewire. Another of the same device was used in completing the procedure. No complications were reported, and the patient was in a stable condition.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that tip detachment occurred. An .035 in, 300 cm back-up meier guidewire was prepared for an endovascular isolation of abdominal aortic aneurysm on the patient. When the device was taken out of its package, it was noted that the distal tip was detached from the guidewire. Another of the same device was used in completing the procedure. No complications were reported, and the patient was in a stable condition.

Manufacturer narrative:
Corrected fields: e1 - initial reporter phone. Manufacturer analysis: it was observed that the device was bent/kinked, unraveled and the core wire was detached. Consequently, the reported complaint event distal tip "detachment of device or device component" is confirmed due the device condition. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Manufacturer analysis: it was observed that the device was bent/kinked, unraveled and the core wire was detached. Consequently, the reported complaint event distal tip "detachment of device or device component" is confirmed due to the device condition. E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that tip detachment occurred. An .035 in, 300 cm back-up meier guidewire was prepared for an endovascular isolation of abdominal aortic aneurysm on the patient. When the device was taken out of its package, it was noted that the distal tip was detached from the guidewire. Another of the same device was used in completing the procedure. No complications were reported, and the patient was in a stable condition.